Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the devices seemed to be leaking gas from the rim around where the seal (top part) attaches to the port. Not from down the port, but around the rim as if it wasn't seated correctly. More gas had to be used and the abdominal pressure also increased. Procedure was prolonged 15 minutes. There were no adverse consequences for the patient.